Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patients lead has a blood clot. Patient had an ablation for atrial fibrillation (af). Also, patient has lymphoma and leukemia and, in the neck, one of the wires is in a vein that has blood clot, and it swells and complicates lymphoma. The plan to address the wire is to put a stent and maybe considering a leadless pacemaker. To date, this device remains in service. No adverse patient effects were reported.